Event description:
Upon a routine follow-up scheduled on (B)(6)2016, the subject device could not be interrogated and no green leds were observed on the programmer head. The same issue was observed using another programmer and programmer head. The emergency button on the programmer head was pushed. However, there was no possible communication between the subject device and the programmer. It should be noted that on the previous follow-up of (B)(6) 2016, the battery voltage was at 3v with a magnet rate at 89min-1. In addition, the patient underwent physiotherapy with massages and ultra-sounds in the lumbar region between (B)(6) 2016. The subject device was replaced on (B)(6) 2016 and will be returned for analysis.

Manufacturer narrative:
Implant date updated.

Event description:
Upon a routine follow-up scheduled on (B)(6) 2016, the subject device could not be interrogated and no green leds were observed on the programmer head. The same issue was observed using another programmer and programmer head. The emergency button on the programmer head was pushed. However, there was no possible communication between the subject device and the programmer. It should be noted that on the previous follow-up of (B)(6) 2016 the battery voltage was at 3v with a magnet rate at 89min-1. In addition, the patient underwent physiotherapy with massages and ultra-sounds in the lumbar region between (B)(6) 2016. The subject device was replaced on (B)(6) 2016 and will be returned for analysis.